Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, utilizing a 23 valve and 14f sheath; access was gained above the bifurcation utilizing ultrasound and micro-puncture. No issues were reported advancing or withdrawing procedural sheaths except during removal of the 14f sheath, the sheath was noted to flare on distal end. An 18f manta was deployed for closure in the left common femoral artery. The vasculature was noted to be 7.1mm with mild diffuse calcification, and a deployment depth measurement of 4.5 + 1. Following retracting the lock advancement tube, bleeding was continuous. The physician advanced the lock advancement tube a second time and the bleeding continued. Contralateral balloons were applied to tamponade; however, were unsuccessful. The physician performed a surgical cut down and repaired the vessel. The root cause of the delivery of manta not effective in creating hemostasis requiring surgical intervention is possibly due to when the sheath was being removed, the flare seen on the distal end of the sheath likely caused intimal damage as it was exiting the vessel. However, due to no angiograms submitted, and insufficient information regarding the surgical intervention, the cause cannot be determined. The IFU states the safety and effectiveness of the manta device has not been established in the patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: mild calcium. Us guided access above bifurcation. Used the manta device. Depth was 4.5+1, deployed manta and noted continuous bleeding. Pulled manta to appropriate tension again and redeployed lock advancement tube. Attempts to balloon tamponade failed. Cutdown performed and vessel repaired. Patient doing well.